Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, stent damage occurred. The physician was working in a vessel below the knee. The vessel was pre dilated with an unspecified balloon catheter. A 2.25 x 28mm promus element plus btk stent was advanced when resistance was encountered. With a stronger radiation force it was noticed the stent on the device appeared to be a little prolonged. The device was removed from the patient and the procedure was successfully completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified stent struts on the distal portion of the crimped stent were distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. No issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, stent damage occurred. The physician was working in a vessel below the knee. The vessel was pre dilated with an unspecified balloon catheter. A 2.25 x 28mm promus element plus btk stent was advanced when resistance was encountered. With a stronger radiation force it was noticed the stent on the device appeared to be a little prolonged. The device was removed from the patient and the procedure was successfully completed with another of the same device. There were no patient complications reported and the patient status is stable.